Event description:
The advocate stated that the customer received a blood glucose reading of 130 mg/dl using her breeze2 meter. Sometime after her glucose was tested, the customer began to experience symptoms of hypoglycemia. Paramedics were called, and they received a blood glucose reading of less than 20 mg/dl using their meter. The advocate did not mention if the customer received treatment, but most likely she was treated with glucose. The advocate did not have the meter or strips with him at the time of the call so troubleshooting was not possible. No product will be returned at this time.

Manufacturer narrative:
The advocate did not have the meter with him at the time of the call, so it was not possible to obtain the serial number. It's not possible to determine a MFR date without a serial number.